Event description:
Pharmacy tech noted fill tubing for bottom chamber of dual-chamber tpn bag loose. Connection between tubing where enters bag not sealed. Potential for leak.

Event description:
Add'l info rec'd from MFR 8/9/04: response: b. Braun has requested a formal eval of the loose tubing on the device from stedim sa, france, the manufacturer of the device. This reported event is not stated in the labeling and loose tubing is never an expectation. This is the first complaint for loose tubing in 2004, and records indicate that MFR has received two (2) complaints of this nature in 2003. The batch number reported does not match either a 2 liter bag nor a 3 liter bag as mentioned in the pir. Investigation concentrated on the only factual reference to an existing batch number that corresponds to a 1.5 liter bag. MFR can nevertheless propose some probable causes. The first being a lack of solvent between the port tubing and the filling line. If this were to be the case, it would be an isolated case since the retain sample meets all specifications. The second probable cause could be a bag manipulation of the filled bag by the filling line once the bag is full. This would create a stress on the bonded lines and cause a leak. All stedim bags are leak tested during production and this type of defect would have been clearly detected during this testing step. No deviations or rejection due to leaks are recorded in the batch record.